Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report also being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation was able to confirm the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to investigation the subject device had leakage during user handling and water invaded the device which caused abnormality in the electrical components and the suggested event occurred. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the event occurred during a fibro bronchique diagnostic procedure.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, the investigation reported that the failure reported by the customer can be explained due to the humidity found inside the scope. Upon further evaluation of the returned device the following defects were found, b30 scope communication error due to water invasion but was able to restore the image after drying of the device, angle rubber perforated, and corrosion and water in scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii bronchovideoscope did not recognized by the column and image freezes when connected. Upon inspection and testing of the customer returned device, the scope exhibited b30 scope communication error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.